Event description:
Following a percutaneous coronary intervention (pci), an angio-seal sts+ was selected for use. A predeployment angiogram revealed a punctured artery with no calcification and no stenosis. One hour after deployment of the device, an occlusion/stenosis of the punctured artery was suspected. An angiogram was performed, which revealed total occlusion in the groin. A percutaneous peripheral intervention (ppi) was performed. During the procedure, the physician attempted to cross the lesion with a 0.035" guidewire (gw) but encountered resistance. The lesion was successfully crossed with a 0.014" gw. After that, plain old balloon angioplasty (poba) was performed to restore blood flow. The patient was discharged from the hospital without further adverse event. The physician suspected that the patient had a possible mild stenosis at the puncture site that was not visible on the pre-deployment angiogram.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.